Event description:
It was reported that during central processing, the tips on the fenestrated bipolar forceps instrument were not aligned. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of grips. There was a .155 offset at the tips. Bent grip had separation of the yaw pulley cover at the glue joint which indicated overloading at the tip. Failure analysis investigation also found the following damages: the instrument's pitch cables were frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. The instrument's bipolar pins were bent. Both bipolar pins were bent upwards. Electrical continuity passed. Failure analysis concluded that the damages may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.